Event description:
It was reported that tubing leaked. When a nurse was connecting the new hal and lipids using the bd maxzero trifuse extension set into a bd maxzero needleless connector attached to a PICC; the needless connector started to leak immediately and blood was backing up into the PICC. The PICC was placed on monday, feb. 24 and the incidence occurred on friday, feb. 28. The process at (B)(6), is the needleless connector remains attached to the PICC and the new hal and il are attached with a new trifuse daily. There was no patient harm.

Manufacturer narrative:
The customer's report of a leak was confirmed based on visual inspection and functional testing of the received mz1000-07 maxzero connector sample. There was a crack along the connector's female access and fluid was observed to leak from the crack. The customer provided a photo showing a used maxzero connector with set components attached on each end and a fluid leak observed at the engagement of the maxzero's female end. The sample was visually inspected. There was a crack on its female end. The crack was along the top of the connector and extending along the collar threads in the direction of fluid flow. No other damage was observed. Although damage was observed, a fluid filled lab syringe was attached to the mz1000-07 connector and the fluid was pushed through. A leak was observed from the crack. The device history record for model mz1000-07 could not be performed due to the specific lot number not being provided. The cause of the leak was due to the observed crack along the mz1000-07 maxzero connector's female access. The root cause of the observed damage was not identified.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Although requested, patient demographics were not provided.

Event description:
It was reported that tubing leaked. When a nurse was connecting the new hal and lipids using the bd maxzero trifuse extension set into a bd maxzero needleless connector attached to a PICC; the needless connector started to leak immediately and blood was backing up into the PICC. The PICC was placed on monday, (B)(6) and the incidence occurred on friday, (B)(6). There was no patient harm.